Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and atrophy at cuff location. A surgical procedure was performed to remove all the components, resize the cuff and implant a new aus. There were no device issues and no further patient complications.